Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) shout - tornier shoulder outcomes study: humeral component loosening." Per md note regarding imaging: "x-ray showed a loose humeral component which was completely rotated. The glenoid component looks stable. It is superiorly positioned. There is some bony erosion beneath the lower half of the baseplate possibly extending just above the post. There is a trace lucency around the post central and the upper and lower screw but I'm not certain if that indicates true loosening."